Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd sars-cov-2 reagents for bd max¿ system false positive results were obtained by the laboratory personnel. Confirmatory tests were performed using different test methods and the results were negative. Erroneous results were not reported out and there was no report of patient impact. Eua #: (B)(4).